Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Biloma [biloma]. Case description: initial information received on 19-jan-2016: this literature case report was published in 2015 in the annals of the academy of medicine singapore by chan et al. With the title "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single centre experience". This article concerns two patients (age and gender not reported) among a group of 32 patients who underwent tace using dc beads m1 (70-150 micron) from january 2012 to june 2014 for treating unresectable advanced hepatic tumor (batch, expiration date, dosage not provided). No medical history and no concomitant medication were provided. At an unspecified date, within 6 months after the last procedure, two patients developed biloma which remained stable in size on follow-up with no clinical manifestations and did not require further intervention. Albumin and bilirubin remained stable pre- and post-procedure. Alanine aminotransferase (ast) and aspartate aminotransferase (ast) showed transient elevation. Alkaline phosphatase (alp) and gamma-glutamyl transferase (ggt) were stable. No other information is reported the author did not assess the seriousness of the event (biloma). Upon review, the company assessed the event as serious (medically significant). The case is linked to cases (B)(4). Additional information requested by (B)(4) on 02-feb-2016: a) indicate if product owner is aware of other similar adverse event for the reported product: the company's investigation into the frequency of occurrence of similar adverse events for dc bead for past 3 years for the event of biloma [biloma] provided that: in 2013, there were no reports in (B)(6) nor the rest of world; in 2014, there was one(1) reports in the rest of world but none(0) in (B)(4); and in 2015, there was three(3) reports in the rest of world but none(0) in (B)(6). Quantity of the reported product supplied I) in (B)(6), and ii) worldwide, for the past three years (by year) of dc beads: (B)(4). Please provide (I) this assessment made by the company and (ii) root cause analysis: the information in this case comes from a published literature article. The article reports that the patients received treatment with dc beads for hepatocellular carcinoma. At an unspecified date after the procedure, the patients presented with biloma. Because of the unknown interval, it is not possible to be certain whether the development of biloma may have been related to the dc bead treatment (in which case it would have occurred due to ectopic placement of beads in normal liver tissue in addition to/or instead of the target tumor). The event could also have occurred due to natural progression of the underlying liver disease and tumor if sufficient time had passed. However, even if the event was due to ectopic bead placement, this is an known risk of the procedure currently listed in the product IFU, and these patients apparently did not suffer serious harm, since the only findings were abnormal laboratory tests. Accordingly, these events do not represent a change in the low risk of this complication, and may, in fact, be related to underlying disease progression rather than dc bead treatment. Clarify what is company's follow up on this ae - any CAPA to be implemented: the follow-up queries include patient's details, date of the tace, batch number and expiration date, dosage, drug loaded on dc beads (if any), patient's medical history, patient's concomitant medications, causality assessment between the event (acute pancreatitis) and dc bead, treatment, final outcome and resolution date (if available). No corrective and preventative actions have been identified following this investigation. Provide the literature article -"hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single center experience." The article will be attached to this report. Follow-up information is expected and a follow-up report of the case will be sent by 12-mar-2016. Case comment: biloma is considered unlisted as per dc bead instructions for use. The authors did not provide a causality assessment for the event (biloma). Despite the limited information available, the company considered the event as related to the product since this possibility cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Biloma [biloma] . Case description: initial information received on (B)(6) 2016: this literature case report was published in 2015 in the annals of the (B)(6). With the title "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single centre experience". This article concerns two patients (age and gender not reported) among a group of 32 patients who underwent tace using dc beads m1 (70-150 micron) from january 2012 to june 2014 for treating unresectable advanced hepatic tumor (batch, expiration date, dosage not provided). No medical history and no concomitant medication were provided. At an unspecified date, within 6 months after the last procedure, two patients developed biloma which remained stable in size on follow-up with no clinical manifestations and did not require further intervention. Albumin and bilirubin remained stable pre- and post-procedure. Alanine aminotransferase (ast) and aspartate aminotransferase (ast) showed transient elevation. Alkaline phosphatase (alp) and gamma-glutamyl transferase (ggt) were stable. No other information is reported the author did not assess the seriousness of the event (biloma). Upon review, the company assessed the event as serious (medically significant). The case is linked to (B)(4). Additional information requested by (B)(6) on 02-feb-2016: indicate if product owner is aware of other similar adverse event for the reported product: the company's investigation into the frequency of occurrence of similar adverse events for dc bead for past 3 years for the event of biloma [biloma] provided that: in 2013, there were no reports in (B)(6) nor the rest of world; in 2014, there was one(1) reports in the rest of world but none(0) in (B)(6); and in 2015, there was three(3) reports in the rest of world but none(0) in (B)(6). (B)(4). Case comment: biloma is considered unlisted as per dc bead instructions for use. The authors did not provide a causality assessment for the event (biloma). Despite the limited information available, the company considered the event as related to the product since this possibility cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Biloma [biloma]. Case description: initial information received on 19-jan-2016: this literature case report was published in 2015 in the annals of the academy of medicine singapore by chan et al. With the title "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single centre experience". This article concerns two patients (age and gender not reported) among a group of 32 patients who underwent tace using dc beads m1 (70-150 micron) from january 2012 to june 2014 for treating unresectable advanced hepatic tumor (batch, expiration date, dosage not provided). No medical history and no concomitant medication were provided. At an unspecified date, within 6 months after the last procedure, two patients developed biloma which remained stable in size on follow-up with no clinical manifestations and did not require further intervention. Albumin and bilirubin remained stable pre- and post-procedure. Alanine aminotransferase (ast) and aspartate aminotransferase (ast) showed transient elevation. Alkaline phosphatase (alp) and gamma-glutamyl transferase (ggt) were stable. No other information is reported the author did not assess the seriousness of the event (biloma). Upon review, the company assessed the event as serious (medically significant). The case is linked to cases (B)(4). Additional information requested by (B)(6) on 02-feb-2016: indicate if product owner is aware of other similar adverse event for the reported product: the company's investigation into the frequency of occurrence of similar adverse events for dc bead for past 3 years for the event of biloma [biloma] provided that: in 2013, there were no reports in (B)(6) nor the rest of world; in 2014, there was (B)(4) reports in the rest of world but none (0) in (B)(6); and in 2015, there was (B)(4) reports in the rest of world but none(0) in (B)(6). Quantity of the reported product supplied in (B)(6), and worldwide, for the past three years (by year) of dc beads: in 2013, the quantity of reported product supplied in (B)(6) was (B)(4) and in the rest of the world was (B)(4) with an overall total of (B)(4). In 2014, the quantity of reported product supplied in (B)(6) was (B)(4) and in the rest of the world was (B)(4) with an overall total of (B)(4). In 2015, the quantity of reported product supplied in (B)(6) was (B)(4) and in the rest of the world was (B)(4) with an overall total of (B)(4). Please provide this assessment made by the company and root cause analysis: the information in this case comes from a published literature article. The article reports that the patients received treatment with dc beads for hepatocellular carcinoma. At an unspecified date after the procedure, the patients presented with biloma. Because of the unknown interval, it is not possible to be certain whether the development of biloma may have been related to the dc bead treatment (in which case it would have occurred due to ectopic placement of beads in normal liver tissue in addition to/or instead of the target tumor). The event could also have occurred due to natural progression of the underlying liver disease and tumor if sufficient time had passed. However, even if the event was due to ectopic bead placement, this is an known risk of the procedure currently listed in the product IFU, and these patients apparently did not suffer serious harm, since the only findings were abnormal laboratory tests. Accordingly, these events do not represent a change in the low risk of this complication, and may, in fact, be related to underlying disease progression rather than dc bead treatment. Clarify what is company's follow up on this ae - any CAPA to be implemented: the follow-up queries include patient's details, date of the tace, batch number and expiration date, dosage, drug loaded on dc beads (if any), patient's medical history, patient's concomitant medications, causality assessment between the event (acute pancreatitis) and dc bead, treatment, final outcome and resolution date (if available). No corrective and preventative actions have been identified following this investigation. Provide the literature article -"hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single center experience." Additional information requested by (B)(6) on 04-mar-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (date of the tace, batch number and expiration date, dosage, patient's medical history, causality assessment between the event and dc bead, treatment, final outcome and resolution date). No answer has been obtained yet. Final assessment on 01-apr-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (date of the tace, batch number and expiration date, dosage, drug loaded on dc beads (if any), patients' medical history, patients' concomitant medications, causality assessment between the event (biliary ischaemia) and dc bead, final outcome and resolution date (if available)). No answer has been obtained. The case is therefore considered as lost to follow-up. No device failure has been identified as a result of this adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comment: biloma is considered unlisted as per dc bead instructions for use. The authors did not provide a causality assessment for the event (biloma). Despite the limited information available, the company considered the event as related to the product since this possibility cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Biloma [biloma]. Case description: initial information received on (B)(6) 2016: this literature case report was published in 2015 in the annals of the academy of medicine singapore by chan et al. With the title "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single centre experience". This article concerns two patients (age and gender not reported) among a group of 32 patients who underwent tace using dc beads m1 (70-150 micron) from january 2012 to june 2014 for treating unresectable advanced hepatic tumor (batch, expiration date, dosage not provided). No medical history and no concomitant medication were provided. At an unspecified date, within 6 months after the last procedure, two patients developed biloma which remained stable in size on follow-up with no clinical manifestations and did not require further intervention. Albumin and bilirubin remained stable pre- and post-procedure. Alanine aminotransferase (ast) and aspartate aminotransferase (ast) showed transient elevation. Alkaline phosphatase (alp) and gamma-glutamyl transferase (ggt) were stable. No other information is reported the author did not assess the seriousness of the event (biloma). Upon review, the company assessed the event as serious (medically significant). The case is linked to (B)(4). Case comment: biloma is considered unlisted as per dc bead instructions for use. The authors did not provide a causality assessment for the event (biloma). Despite the limited information available, the company considered the event as related to the product since this possibility cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Follow-up information is expected and a follow-up report of the case will be sent by 26-feb-2016.